Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic via remote transmission on (B)(6) 2021. Review of the transmission show that the implantable cardioverter defibrillator (ICD) was post-paced t-wave oversensing. No programming changes were made to the ICD. There were no reported patient consequences.

Event description:
New information received notes the patient presented to the clinic remotely on (B)(6) 2022 with non-sustained right ventricular oversensing (nsrvo) alert on the implantable cardioverter defibrillator (ICD). Review of the transmission show that ICD was post-paced t-wave oversensing. The programming changes were recommended but were not performed at this time. The patient was in stable condition.